Event description:
The patient tested 426mg/dl and within 3 minutes a lab was taken. The lab result was approximately 115mg/dl. The patient was reported to be severely dehydrated at the time of the comparison. No action was taken based on device results. The patient was reprtedly treated for the dehydration. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.